Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that follow-up images showed an indeterminate type I or type iii (junction) endoleak. There is no aneurysm enlargement. The physician chose to intervene at a later date. On (B)(6) 2013, the physician performed a reintervention to treat the endoleak. He re-ballooned the area of the endoleak and added another gore iliac extender endoprosthesis to the contra side. The physician reported that the endoleak was a distal type I; the endoleak was resolved during the reintervention. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) state that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additional devices implanted and/or related to this event: (B)(4).